Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a painful and uncomfortable stimulation sensation. There was a sudden return of pre-implant symptoms of diarrhea on (B)(6) 2016, even though the patient had not changed her diet at all. The implantable neurostimulator (ins) was confirmed to be on. No traumas or falls were reported that could be related to the issue. The issue was not related to positional movements. It was identified the uncomfortable stimulation was eliminated upon decreasing the amplitude. Turning the ins off stopped the sensation. It was indicated troubleshooting resolved painful stimulation/leg pain/stiffness in both legs. The patient thought to decrease, you changed to a lower numbered program, but was educated by the representative during the call. It was noted the diarrhea was still unresolved. The patient had an appointment today, but could not go because of the symptom return. The patient was assisted in changing from program 4 to program 2. The stimulation was increased to 2.6. The leg pain resolved and stimulation was reported as comfortable in all positions. It was indicated symptoms were located in bilateral leg pain and there was pain/stiffness. This issue had begun 2 months ago (B)(6) 2016. The bi-lateral pain was reported to have been gradual. It had begun with the left leg and then moved to the right leg before it became bilateral. The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that they had pain in the left leg and had to turn everything down. It was noted that so far the sudden return of symptoms has resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that patient believed it was set up to strong. Lowered it and it was great. The patient has not return of symptom as of yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.